Event description:
The flush port on the top of the delivery system leaked as it was being flushed. The hep saline squirted out like a fountain. The device was implanted. Patient outcome - "patient was doing well."

Event description:
The flush port on the top of the delivery system leaked as it was being flushed. The hep saline quirted out like a fountain. The device was implanted. Patient outcome - "patient was doing well.".